Event description:
It was reported that during an ICD interrogation the programmer screen froze and became non-responsive to touch. The programmer was turned off and back on after a few minutes with the same result. No adverse effects were reported. At this time the programmer remains in the field. Technical services (ts) requested it be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The device was not returned for product analysis because at this time the programmer remains in service at the healthcare facility. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.